Event description:
The pt reported an elevated blood glucose reading of 390 mg/dl at 5am this morning. He stated he "didn't feel right" and corrected his reading by bolusing 7 units of insulin and then another 3 units. He stated his current blood glucose reading is 126 mg/dl. Troubleshooting was attempted but declined by the pt. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.